Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 51 mg/dl was recorded by continuous glucose monitor (cgm) at 6:07 pm. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg, user requested a 12.21 unit bolus for 120 grams of carbohydrates and a bg of 132 mg/dl while still having insulin on board. There were no erratic basal rate adjustments. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl; cause was unknown. Glucose tablet and a protein bar was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.